Manufacturer narrative:
The customer reported complaint for the thermogard displaying an error message tcmid: 06 (post flash) was confirmed during archive review and initial functional testing. The defective cooling engine (ce) heater was replaced to remedy the fault. During visual inspection, the pan drip, screws at pivot display and handle were observed to be missing. The white roller and cold well cap gasket were also found damaged. The thermogard is a reusable device and was manufactured on 2011. Therefore, this type of issue is characteristic of normal wear and tear. A review of the event log was performed and found multiple tcmid: 06 error messaged on the customer reported event date. The console failed the initial functional testing due to displaying an error message tcmid: 06 during power up. The ce heater was found to be defective. An additional repair and updated were performed as part of routine maintenance. The cold well cap gasket, white rollers, pan drip, screws at pivot and handle were replaced, after which the console passes all the final functional testing. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint reported for thermogard xp ivtm system s/n: (B)(4) under (B)(4) for error message tcmid: 06 reported on (B)(6) 2016. The cooling engine was replaced to remedy the fault.

Event description:
As reported the thermogard ivtm system (sn: (B)(4)) was displaying error message tcmid: 06 (post flash) when powered on for patient use. The reporter does not have additional information. No known patient consequences were reported.